Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited oversensed noise on the right atrial (ra) channel. The noise appeared to be from the minute ventilation signal and resulted in inappropriate mode switches. In addition, there were high out of range pace impedance spikes observed. Further troubleshooting was performed, but ultimately the physician elected to perform a revision procedure. Upon opening the pocket, they found the ra lead was not fully inserted into the header of the device. The lead was pushed in and re-tightened, which resulted in stable measurements. At this time, the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the noise, oversensing and pacing impedance out of range, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that this device exhibited oversensed noise on the right atrial (ra) channel. The noise appeared to be from the minute ventilation signal and resulted in inappropriate mode switches. In addition, there were high out of range pace impedance spikes observed. Further troubleshooting was performed, but ultimately the physician elected to perform a revision procedure. Upon opening the pocket, they found the ra lead was not fully inserted into the header of the device. The lead was pushed in and re-tightened, which resulted in stable measurements. At this time, the system remains in service. No additional adverse patient effects were reported.